Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('fallopian tube perforation') and device dislocation ('migration') in an adult female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("chronic pelvic pain"), abdominal pain ("chronic abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), metrorrhagia ("metrorrhagia (bleeding b/w periods)"), allergy to metals ("nickel allergy - diag. Post-essure"), vaginal discharge ("vaginal discharge"), headache ("headaches"), migraine ("migraines"), psychological trauma ("psych injury"), bladder disorder ("bladder problems"), cystitis ("bladder infection"), urinary tract infection ("urinary tract infection"), fatigue ("fatigue"), alopecia ("hair loss"), tooth disorder ("dental problems") and nausea ("nausea") and was found to have hormone level abnormal ("hormonal changes") and weight decreased ("weight loss"). The patient was treated with surgery (hysterectomy (full), oophorectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2013. At the time of the report, the fallopian tube perforation, device dislocation, vaginal discharge, headache, migraine, psychological trauma, bladder disorder, cystitis, urinary tract infection, fatigue, alopecia, tooth disorder, hormone level abnormal, nausea and weight decreased outcome was unknown and the dyspareunia, dysmenorrhoea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia and allergy to metals had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, bladder disorder, cystitis, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, hormone level abnormal, menorrhagia, metrorrhagia, migraine, nausea, pelvic pain, psychological trauma, tooth disorder, urinary tract infection, vaginal discharge and weight decreased to be related to essure (ess205). The reporter commented: discrepancy noted in essure insertion date (previously: (B)(6) 2009). Patient received treatment for pain, bleeding, nickel allergy, psychological trauma, migration, perforation, bladder/urinary problems, other injury. On (B)(6) 2019 she had an additional surgery (oophorectomy bilateral). Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure on (B)(6) 2008: essure confirmation test: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: plaintiff fact sheet (pfs) received: case became incident. Patient date of birth added. Outcome of events pain, bleeding, allergy added as resolved. Lab data added. Product start date changed (from (B)(6) 2009 to (B)(6) 2007) and product coding changed from e305 to e205. Event injury nos deleted and events added: 'dyspareunia, dysmenorrhea, pelvic pain, abdominal pain, menorrhagia, metrorrhagia, nickel allergy, psychological trauma, fallopian tubes perforation, uterine perforation, vaginal discharge, bladder problems, bladder infection, uti, fatigue, hair loss, dental problems, hormonal changes, migraines, headaches, nausea, weight loss' no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.